Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Troubleshooting was performed and the insulin pump alarmed a no delivery. It was explained that the alarm may have been caused by an infusion or reservoir occlusion. It was explained that they were unable to determine the cause of the alarm without a complete set change. They were advised to replace the infusion and reservoir as soon as possible. The customer¿s blood glucose level was 400 mg/dl. They did not mention if they had treated their high blood glucose. The device will not be returned for analysis.